Event description:
A report was received that the patient was explanted due to new pain which is irritated by the device. The physician doesn't believe that the new pain is device related. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), model description: artisan 2x8 lim,50cm.

Manufacturer narrative:
The explanted ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that the patient's stimulation could cause a new pain in the legs was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Visual inspection of the paddle lead found it to be cut. Damage to the paddle lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was explanted due to new pain which is irritated by the device. The physician doesn't believe that the new pain is device related. The patient is doing well following the explant procedure.